Event description:
It was reported by the complainant that when the charger was plugged into the wall, the charger started making noise and smoking. No patient injury reported, no additional information provided.